Event description:
Hill-rom received a report from the account stating the bed's nurse call is not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable has missing pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resole the issue. Based on this info, no further action is required.